Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system keyboard was not working. The technical support specialist provided instructions to the customer on how to reboot it. The customer was able to perform the task, and now the station is online with the keyboard. The system functioned as intended after the customer resolved the issue with technical support specialist's assistance.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard buttons were not registering. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.